Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, helmer fridge displayed show incorrect degree celsius and locked bins are failed to unlock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer 6, rows b and c, were off the bus. The field service engineer (fse) inspected the drawer, identified and reseated the loose row board cables for both trays, and reseated the row board cable at the drawer controller. After a power cycle and continued failure, the station was powered off again and the retractor band was replaced, restoring normal drawer detection and operation. The field service engineer (fse) addressed the refrigerator issue and found that refrigerator screen displayed a communication error and did not respond. The bezel screen was replaced, but the same issue remained after startup. The old screen was reinstalled, and the sd card was replaced. The refrigerator booted up, but the touchscreen did not function correctly and required pressing far away from the displayed button to register input. A new screen was installed, but the issue persisted. Further troubleshooting was required to find another screen or an alternative solution for the touchscreen. The fse recalibrated the screen using a usb drive, and the touchscreen responded properly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, helmer fridge displayed show incorrect degree celsius and locked bins are failed to unlock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.